Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead had dislodged. An x-ray was performed which showed that the lead was completely out of the heart and was coiled up next to the device. The physician suspected twiddlers syndrome. The lead was removed and replaced. The patient was stable.